Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection of the device observed that a portion of the white insulating tip was cracked and broken off and it was missing. Visual inspection of the lock button and the proximal end found no damages. The reported event is most likely due to user handling. The instruction manual contains several warning statements in an effort to prevent damage to the ceramic beak of the device. ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient.¿

Event description:
Olympus was informed that during a therapeutic bladder tumor resection procedure, the tip of the device broke and fell inside the patient. The broken tip was removed using a grasper. The procedure was completed with the same device. No patient injury was reported.